Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon occurred because the user selected the wrong video input settings. This phenomenon might have been prevented by following the front panel descriptions of the instruction manual which states: "input select buttons: press the button to monitor the signal input to each connector. Port a: press to monitor the signal assigned to port a. Port b: press to monitor the signal assigned to port b. Aux in: press to monitor the signal through the aux in input connector." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, it was observed, incorrected input was selected. There was only one cable connected to the serial digital interface 2 in (sdi 2 in) port but port a was set to digital visual interface (dvi) and port b was set to sdi 1. In addition, picture in picture (pip) was enabled. The pip mode was disabled and set both port a and port b input select to sdi 2 and the issue was resolved. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during preparation for an unknown procedure, the high-definition lcd monitor had no image. There was no harm or user injury reported due to the event.